Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The device was returned to assist with the investigation. Based on the investigation evaluation, there is no indication that a process related failure mode contributed to this event. Review of quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Additionally, no other complaints have been associated with this device's lot number. The device was returned with the collet knob off and the collet had been taken out. A visual examination noted the support sheath was bowed in appearance and there were several small kinks throughout the basket sheath. The unidex (udh) handle was reassembled and the udh handle actuated the basket formation to the open and closed position without issue. Based on the information provided, the root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician found that the basket of the ngage nitinol stone extractor device could not be opened or closed prior to the procedure. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.